Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient underwent an MRI procedure. Prior to the procedure, the patient's device was programmed to electrocautery mode. During the procedure, the patient's heart rate reportedly dropped to 68 beats per minute. No adverse patient effects occurred due to this observation. This product was explanted and returned for laboratory analysis.

Manufacturer narrative:
The boston scientific crm technical services department advised that MRI exposure is a device contraindication, and that electrocautery mode is not designed to protect the device from MRI exposure. Additional information indicates that device electrocautery mode was programmed off after the procedure, and that the device was confirmed to be working normally at that time. Current records suggest that this device remains implanted and in service. This event will be updated if any additional information becomes available. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.